Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the permanent cautery hook (pch) instrument made contact with another endowrist instrument, causing the tip of the pch instrument to crack and break. Pieces form the pch instrument fell into the patient. The broken instrument pieces were retrieved laparoscopically from the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported as a result of the reported event.

Manufacturer narrative:
The instrument has not been returned for evaluation. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci sigmoid colectomy procedure, the pch instrument made contact with another endowrist instrument during the surgical procedure and broke, resulting in fragments falling into the patient. Per the initial reporter, the broken instrument pieces were retrieved from the patient. Based on the information provided it has been determined and the pch instrument did not malfunction in a way that caused the reported event, but rather occurred due to the instrument made contact with another endowrist instrument, which caused the instrument to break. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.